Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a defective front case assembly. The customer was informed that this model is end of life and no longer supported and the spare parts are no longer available. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that there was a color change in the display. There was no patient involvement.